Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet2299 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reet2299) have been reported from the same facility in (B)(6). Device not returned for evaluation.

Event description:
It was reported that catheter was unable to pass through the oversleeve, so they did not use the oversleeve and secured the catheter connector with tape. There was no reported patient injury.

Event description:
It was reported that catheter was unable to pass through the oversleeve, so they did not use the oversleeve and secured the catheter connector with tape. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of an inability to pass a catheter through the distal connector piece was confirmed as manufacturing related. The products returned for evaluation were the proximal and distal segments of a two-piece connector from a 4fr s/l groshong nxt catheter. Residual material was seen on the locking arms and barb of the proximal connector and throughout the distal connector. A small fragment of catheter was found on the connector barb. Approximately 0.09¿ of the clear strain relief oversleeve was folded inward upon itself. When an attempt was made to feed a non-complainant 4fr groshong catheter into the distal connector, the catheter could not be fed through the distal strain relief where it had folded upon itself. The strain relief was straightened out by the investigator and another attempt was made to feed the catheter into the distal connector. The catheter could not advance all of the way through the connector. The catheter could be fed in approximately 0.7¿ prior to hitting resistance. Dimensional measurements were taken of the proximal and distal inner diameters on the distal connector. Both dimensions met the device specifications. The connector was cut longitudinally by the investigator to allow for visualization of the inner bore. The bore of the connector, proximal to the tapered region, was narrowed. This premature narrowing of the inner diameter of the connector piece appears to have compressed the distal end of the compression sleeve enough that the catheter would not be able to easily pass through. This investigation has been forwarded to the manufacturing facility for further evaluation. Bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.